Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use in a percutaneous transluminal coronary angioplasty. However, during preparation, the device shaft fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.